Event description:
Defective supply. Medium curl agilis dilator would not allow for advancement of baylis needle. Additional baylis needle opened to trouble shoot issue as well. Lot #:11345897. Ref #: 408310. No negative affect to patient.